Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter became stuck on the wire. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the left femoral vein. During the procedure when the device was inside the patient's body, the wire because stuck in the catheter. The devices were pulled out of the body and a new catheter was used to complete the procedure. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system. The device was bloody. During the lab analysis, the distal end of the device separated, separating the hypotube from the inner lumen/outer shaft/tip. The guidewire used in the procedure was not returned for analysis. The pump, effluent line/supply line, hypotube, shaft, inner lumen, intake hole/tip were microscopically and tactile inspected. Functional testing could not be performed due to the condition of the returned device. The outer shaft was separated 11cm from the tip of the device, with inner lumen damage (bunched-up) at 1cm-15cm from the tip. The intake hole (tip) was also damaged (stretched). The hypotube was damaged (numerous kinks) and separated at the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that the catheter became stuck on the wire. An angiojet zelantedvt catheter was selected for a thrombectomy procedure in the left femoral vein. During the procedure when the device was inside the patient's body, the wire because stuck in the catheter. The devices were pulled out of the body and a new catheter was used to complete the procedure. There were no patient complications and the patient was fine.